Event description:
It was reported the patient¿s lead ¿did drop¿ a month after implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that something happened to one of the patient's leads about a month after her implant in 2011. It was also reported the patient had pain near where the leads were located. No further information was reported. If additional information becomes available, a supplemental report will be filed.